Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that an error message prompted on the screen and the system was not booting up. Fse replaced the suit pc, and it was not fully loaded after the replacement. Review of the system log file showed that the x-ray-pc did not respond. Upon further inspection, philips field service engineer (fse) inspected the system and revealed that the x-ray pc was not installed. Fse replaced the x-ray pc and reloaded the epx database and upgraded the software. After replacing the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an error message prompted on the screen and the system was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.